Manufacturer narrative:
The affected device was returned to nidek for evaluation on 10/03/2013. Nidek service engineer (se) had conducted an evaluation and the unit was tested for proper operation. On evaluation no failure was found. The unit was within the specifications. The unit has been operational. Nidek noticed that the facility was using a third party's blade despite nidek's strong recommendation against its use, as it could cause system malfunction. The se also recommended the customer to use the nidek's blade for surgery and not the third party's blad. Ref: nidek keratome, model mk-2000, operator's manual, us edition: -2.3 in use, 2.3.3 blad and tip. Nidek contacted customer to gather additional info regarding the reported event and confirmed that there was no pt injury involved with the event reported; the pt did fine after the surgery. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. (Two separate MDR for two free flap events, ref md - 3002807715-2014-00023).

Event description:
Nidek received a complaint from a customer on (B)(6) 2013. Doctor reported that they had two occurrence of free flaps on two different patients within a week while suing mk-2000 hand piece s/n: (B)(4). Doctor reported they were using a 130um blad holder with a 8.5mm suction ring on one of the patients and the same 130um blad holder with a 9.5mm suction ring on the other pt. There was no other info provided at the time.